Event description:
It was reported that the patient experienced a loss therapeutic effect which began about a month ago. It was noted that she had good relief up until then but she did have a fall from a chair about a month ago. The patient did have some leg pain which was thought to be due to her arthritis. It was also reported that the patient did not seem to know how to use the ins system and stated that no one explained its use to her. It was also noted that the ins may have been off for the "past months." The patient was on program 3 at 5.9 volts. The patient did have an appointment on the first of the month (not specified) with her physician. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Patient programmer model unknown, serial# unknown. Lead model 3889-28, lot# v914061, implanted: (B)(6) 2012, explanted: na. (B)(4).